Event description:
On (B)(6) 2012, point of care contact (pocc) contacted lifescan (lfs) alleging that the emergency room's (ER) surestep flexx meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the reporter/pocc by phone for follow-up questions. The following complaint was classified based on information obtained from the technical service representative (tsr). The pocc alleged that the issue began on (B)(6) 2012, when a patient reportedly was brought to the ER (reasons unknown). The patient's blood was drawn for laboratory testing at 12:10pm and six minutes later, the patient obtained a reading of "373mg/dl" (with the subject meter) and at the same time afterwards, was administered 10 units of an unknown type of insulin by a health care professional (hcp). The pocc stated that the patient obtained a laboratory reading of "84mg/dl"; it is not known when the patient's laboratory reading was made available for the hcp. According to the tsr's documentation, seven minutes after receiving the insulin, the patient reportedly became "dizzy and diaphoretic"; the patient obtained a reading of "32mg/dl" with the subject meter soon after. Approximately two minutes later, the ER doctor was paged and "d50" was immediately administered to the patient (as advised by the ER doctor). Two minutes after receiving treatment, the patient reportedly obtained readings of "38mg/dl" with the subject meter and "175mg/dl" with a secondary surestep flexx meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The pocc indicated that a lab to meter correlation was performed approximately 30 minutes later and the patient obtained a reading of "154mg/dl" with the subject meter, "156mg/dl" with a second surestep flex meter, and a laboratory reading in the "120mg/dl range". Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. During troubleshooting, the tsr verified that the alleged issue occurred with a single patient, the patient's blood glucose results were drawn from the approved (per owner's manual) sample site, the test strips were in good condition, and the quality control tests were performed and passed. Replacement products were sent to the facility. This complaint is being reported because the patient reportedly obtained an inaccurate high reading of "373mg/dl" on the subject meter, an hcp administered treatment based on the reported result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k081019.

Manufacturer narrative:
Follow-up (6/1/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.